Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose level was 163 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.